Event description:
It was reported that during testing, the ventilator automatically turned on and off with an audible alarm. The ventilator was not connected to a patient when the reported problem occurred.